Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal aortic extension to treat a fusiform abdominal aortic aneurysm (aaa). Approximately five and a half (5.5) years post initial procedure, during a routine follow up, a computed tomography (CT) scan identified that the left and right legs of the afx2 bifurcated stent graft were broken and collapsed to the left side. Also, the vela was dislocated to the left and disconnected from the afx2 bifurcated stent graft. The overlap was about 43mm, and the aneurysm lumen was thrombosed without sign of enlargement. Intervention was scheduled/planned for (B)(6) 2025, however it was postponed due to the patient contracting the corona virus. No further information was provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the afx implant separation of the bifurcated stent graft and the vela cuff, buckled materials of the bifurcated stent graft and fracture of the bifurcated stent graft are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. No contributing factors were identified. Intervention was scheduled/planned for 02 april 2025; however, it was postponed due to the patient contracting the coronavirus. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: g3: awareness date has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11